Event description:
It was reported that the right atrial (ra) lead attached to tissue was providing very poor pacing thresholds and prior effusion had been observed. It was not clear whether dislodgement had occurred. The physician thought a passive lead would function better in this capacity. The ra lead explanted and replaced. The patient was discharged.